Manufacturer narrative:
Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an endovascular repair procedure for an abdominal aneurysm, the hub of a flexor balkin guiding sheath separated as it was placed over another manufacturer's wire guide. The dilator was in place at the time of separation. The device was intended to be placed in the common iliac for access to the hypogastric artery. Reportedly, the sheath hub separated at the junction with the stopcock. The device did not make contact with the patient. Another device of the same type was used to complete the procedure. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturer¿s instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one kcfw-8.0-38-40-rb-blkn sheath was returned with the dilator fully inserted for investigation. The hub was separated from the tubing, and biomatter was present throughout the device. The flare did pass the gauge test, indicating that the device was within specification. The sheath tip appeared to have encountered resistance and there was no longer a smooth transition between the sheath and dilator (a separate complaint file was opened to address this issue). These damages were consistent with difficult anatomy; however, the customer reported the anatomy was ordinary and the hub separation occurred prior to patient contact. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted the only other complaint from this lot number is the aforementioned complaint file from this same instance. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states the proper warnings, precautions, indications, and contraindications. It also goes on to provide a complete list of instructions on how to successfully remove the sheath from the patient. These instructions would also include reinserting the dilator to help decrease the risk of device separation during removal. Reportedly, the user did reinsert the dilator prior to removal. Based on the information provided and the examination of the returned product, investigation has concluded a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.